Manufacturer narrative:
This supplemental report is to correct the previously reported information on patient information, implant date and initial reporter information. That were previously missing on the initial report are added on this MDR. Date of implant, (B)(6) 2009 and initial reporter phone number are also corrected on this report.

Event description:
It was reported that the patient presented in clinic for a follow up with device in backup vvi mode. A device code was downloaded successfully and the device was restored to normal operation. The patient was stable.